Event description:
The device was returned to the manufacturer for disposal after being explanted and replaced with no performance concerns. The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 67% of the expected longevity. Products: 6940 implantable transvenous defib lead 2000 (B)(6); 6947 implantable defib lead 2003 (B)(6). (B)(4).